Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. There was no evidence of the reported product problem (pump running too fast) in the event history log. Functional testing was performed. The investigator was unable to duplicate the reported problem.the pump successfully passed all the functional tests. The pump ran the program for an extended period of time without any problems. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical pump was running too fast. There were no adverse events reported.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. There was no evidence of the reported product problem (pump running too fast) in the event history log. Functional testing was performed. The investigator was unable to duplicate the reported problem.the pump successfully passed all the functional tests. The pump ran the program for an extended period of time without any problems. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.